Event description:
A medtronic representative reported a navigation system amber jar light was lit and the middle led was not green while in cranial. The camera still communicated and tracked successfully. In trouble-shooting, the issue persisted when in spine. In admin, while running the ndi toolbox configuration, no faults were found. The left two lights were then green with no amber light. In cranial, the issue returned. In toolbox, the issue remained and there was also a fault for the psu in the illuminator. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the amber fault light was not illuminated. However, a check of the event log found a history of the illuminator current moving in and out of range. Medtronic representative was able to duplicate the reported issue. Electrical failure, illuminator current out of range, directly caused the event.